Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system is oversensing during the implant procedure, resulting in pacemaker inhibition.